Event description:
It was reported that an ilet user experienced hyperglycemia, with blood glucose rising from 136 mg/dl at bedtime to 245 mg/dl upon waking, then reading ¿high,¿ and later measured at 529 mg/dl; the user performed a full infusion set and supply change with assistance, after which insulin delivery resumed and glucose later returned to 96 mg/dl. Symptoms included high blood glucose. Outcomes included transient disruption to therapy that required troubleshooting and caregiver assistance. Investigation included customer service troubleshooting, review of device alarm history, and guided replacement of pump consumables. Investigation of this case revealed no device alarms other than high glucose and that glucose normalized after the supply change, suggesting a probable infusion set or site issue prior to replacement. It was concluded that hyperglycemia occurred with cause unclear, and that device function was restored after changing supplies. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.